Event description:
Type of procedure or technique used: it was reported that during a discectomy the distal jaw of the pituitary broke and was not functional, as it could no longer close. No patient complications were reported due to this incident.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.